Event description:
The account alleges that during an angiogram the distal black tip tore off during use. It was retrieved. No additional information available.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to the manufacturing, specifically the fusing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was identified.